Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 9/23/15 medical records received. After review of the medical records for MDR reportability, part/lot information has been provided for all implants. The complaint was updated on:10/19/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/03/2016 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated elevated metal ion levels, corrosion, osteolysis, some metallosis, and cup wasn't grossly loose. The revision operative note indicates a healed acetabular fracture, but there is no indication of when it the fracture occured. There is no new additional information that would affect the existing investigation. The complaint was updated on: 02/26/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(6) . Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 9/16/2015 - litigation papers allege pain, discomfort, significantly elevated chromium and cobalt levels, loose cup, and an acetabular periprosthetic fracture.

Event description:
Asr revision reported by sales rep. Asr xl - left hip. Reason for revision: pain. Unable to locate original surgery. All known information included on this form.